Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ bc shielded IV catheter ¿the catheters do not have valves or the valves are defective because the blood flows everywhere.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Set-up and in-process samples (included but not limited) no septum challenge, no actuator challenge, unseated septum, actuator pushed thru septum, actuator/septum present, needle pierce thru septum, blood escape time test, and catheter/adapter water/air leak inspection were performed on various stages throughout the process, all the inspections passed per specifications. Received 57 unused representative iag/bc 20 ga units in sealed packages from the lot number 7164537. No mechanical/physical damage was observed to any of the components. The actuator and septum were properly seated. Leakage beyond the septum: blood escape time test was performed. The testing fluid did not leak out of the adapters before the timer expired. The defect leakage beyond the septum, as stated as the reported code was not confirmed with the returned units. The returned units did not display any adverse characteristics that would contribute to leakage beyond the septum. The defect described in the incident report could not be confirmed or replicated with the returned units. The unit described in the incident report was not returned for evaluation therefore; a definite cause cannot be assigned at this time. Root cause relationship of device to the reported incident: indeterminate.

Manufacturer narrative:
Updated/corrected information was received for the medical device lot number(s).  The following field(s) have been updated. Medical device lot #: 7164537. Medical device expiration date: 05/31/2020. Device manufacture date: 06/13/2017.